Event description:
The customer would like to have the trend data extracted from the device. The pt expired when the device was issued to them. Additional info provided indicated that the device was in quarantine for a while. The customer would like to get trend data extracted for investigation purposes. The customer is unsure if any audible alarms and/or error messages were present. The customer also stated that the pt also was connected to a ventilator. As such, the parents did not know which alarm went off at the time of the event.

Manufacturer narrative:
Trend data has been downloaded from the device and provided to the customer. The trend data indicated that the device had been monitoring during the time indicated. The device has been evaluated, and passed functional and operational tests. A service history record review reveals that this unit was in the field for over 2 years with no previous reported issued prior to this reported event.